Event description:
While attempting to do a fine needle aspiration the needle went through the sheath which made the sheath protrude at an angle so we were unable to withdraw the needle. We had to remove the whole scope and in doing so the posterior wall of the left mainstem bronchus received a superficial tear by the protruding sheath.